Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report. On (B)(6) 2015 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 20 march 15 the medical affairs director made the following analysis: from the attached xrays, it appears evident that a progressed exostosis has determined a limitation of rom, reportedly resulting in recurrent dislocation. This is the root cause for revision surgery. No responsibility will br ascribed to implanted devices. On 25 march 15, an expert surgeon contacted by medacta about the case, gave the following comment: this case has nothing to due with medacta implant. In external rotation it occurs that the bony mass impinged against acetabulum and led to dislocation. During the first surgery a impingement test should have been done: with the foot in 90 degree of external rotation, the had would probable be pulled out of the acetabulum and the surgeon could have seen the conflict with the exostosis.